Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). One used lf1737 was received for evaluation and visual inspection found no defects. The device was functionally tested and the lever, trigger, rotation wheel, jaws, and knife functioned properly. The jaw force of the device was tested with satisfactory results. The device was plugged into a force triad generator and tested on simulated tissue and functioned normally. The device was also tested on porcine kidney arteries of varying diameter and functioned as normal. Multiple seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. A full thermal effect was visually verified. Additionally, the device was tested for energy delivery by measuring output at various impedance levels and tested with expected ranges. The investigation found the device to function normally and within specifications.

Event description:
The customer reported that the device was not working during an esophagectomy. An endo-tone, indicating a competed seal cycle, was heard however there was minimal tissue effect. There was oozing that had to be sutured. The incision was extended by more than one inch to open the patient cavity to control the bleeding. It was a pen laparoscopic procedure and they had to open. The case was extended by an hour and a half because they opened the patient cavity. There was no bleeding over 500cc. There was no unanticipated tissue loss. No further information is available form the site in regards to this case.